Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during evaluation at service and repair, the 10nm torque limiting ratchet handle was found to have failed calibration. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/ functional. Visual inspection: the 10nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot # 6596904) was returned and received. The device had slight discoloration consistent with normal wear. No other defects were identified. Functional test: functional test was performed by service and repair.the device tested high with several points over the 11.8nm maximum. Since the device tested outside of the specified torque range [10.2 nm - 11.8 nm], the overall complaint was confirmed for the received torque limiting handle. Service & repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed calibration (high). Failed high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Investigation conclusion: the overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part # 03.620.061, synthes lot # 6596904, supplier lot # 6596904, release to warehouse date: may 24, 2011. Supplier: avalign technologies-nemcomed no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.